Event description:
It was reported that during a clinical study involving a pacemaker lead, the guide wire was used for an off label purpose. While attempting to reposition the study device, the guide wire fractured and a portion of the guide wire was left in the coronary sinus. A snare device was used to successfully retrieve the fractured portion. Reportedly no pt injury occurred.